Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an endoscopic ultrasound-directed transgastric ercp (edge) procedure performed on (B)(6) 2024. During the procedure, the balloon would not inflate as water was leaking out of the balloon the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Note: the anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.